Event description:
It was reported that the pump logs showed a motor stall occurred on (B)(6) 2014 with a stopped pump period may exceed tube set message on (B)(6) 2014; no motor recovery was recorded. The patient denied having any recent MRI or other medical procedure. The patient started noticing symptoms of withdrawal on (B)(6) 2014. The patient was getting oral medication while they waited for the pump replacement. The pump was delivering hydromorphone. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the motor stall occurred on (B)(6) recovered on (B)(6) and then stalled again later in the day on (B)(6). The motor stall did not recover after the second stall.

Event description:
Additional information received reported the patient would be scheduled for a pump replacement. The pump had been set at minimum rate and the patient was being managed on oral medications. It was later reported the pump replacement was scheduled for february 3.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).